Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Holes in the outer tube of each cylinder proximal end were noted, along with wear at fold in their proximal, middle and distal ends. No leaks were identified. The pump was microscopically inspected, and leak tested. It was not functionally tested due to bodily fluid contamination identified within the component. Microscopic evaluation revealed that the kink resistant tubing (krt) was worn to the filament; and additionally, a leak due to a hole in the krt was identified. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, but no leaks were found. Based on the information available and analysis results, the leak and hole identified in the pump krt could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which fluid loss due to a tubing fracture was noted; therefore, all components were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which fluid loss due to a tubing fracture was noted; therefore, all components were removed and replaced. No patient complications were reported.